Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device was filled with 3250 mg of fluorouracil diluted with 96ml of 0.9% sodium chloride. The expected infusion time was 48 hours. The day after the end of the expected therapy time, it was noted that the device had not fully infused, and ¿very little was out of the infusor¿. The ¿giving set line¿ was observed to be kinked. The staff left the device attached to the patient for two more days. After two days, the device had fully infused. There was no patient injury or medical intervention associated with this event. No additional information is available.